Event description:
It was reported that the pump was on, but the display remained black. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.